Event description:
It was reported that the pump screen was scratched up, causing the screen to be difficult to read without holding in at a certain angle as well as causing the screen to be delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.